Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. On an unknown date, approximately two weeks prior to receipt of this report, the pt was hospitalized for peritonitis. Treatment was not reported. The cause of the peritonitis was unknown. On an unknown date the pt was discharged from the hospital, the peritonitis was resolved, and the pt was recovered from the event. Additional information was requested but is not available. This is report 3 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers 13e15h25 and 13e15h25 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up will be submitted. Same patient as (B)(4).